Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1911263 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed. Based on the provided customer feedback, it is possible that the foreign plastic pieces were introduced from a damaged syringe during the assembly process. Based on the current preventive measures in place, we are confident that this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe 10ml ls emerald contained foreign matter. The following information was provided by the initial reporter: "today 2 large pieces of transparent plastic have been found in a 10cc syringe. Given the size, it is likely that this must have been present before the drug was taken up."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml ls emerald contained foreign matter. The following information was provided by the initial reporter: "today 2 large pieces of transparent plastic have been found in a 10cc syringe. Given the size, it is likely that this must have been present before the drug was taken up."